Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on january 24, 2024. The pt reported that they were going to have a surgery to address their leads on (B)(6) 2024. A request to have a rep present at that surgery was made. Patient services redirected the patient their doctor for next steps to address that request.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they had a previous fall a couple of months ago and their representative came in and discovered through MRI that the patient's 2 leads were already off or out. On (B)(6) 2023 additional information was received from the patient. They reported that they had a second fall and they landed on their implant and now their back/stimulation was completely out. Patient was barely able to walk. Patient was working with their hcp and insurance and getting a referral to get their implant fixed. On (B)(6) 2023 additional information received from the rep. The rep reported the patient was scheduled for a follow up appointment with their physician on (B)(6) 2023. Rep tried to reprogram the system and patient told them they were feeling stimulation near the battery. X-rays were taken of the leads and showed one had pulled out of the epidural space and was sitting near the ins. The other was still in the epidural space but was near the entry site. The patient was told by the physician assistant about the lead movement and that the system would be turned off and patient would be scheduled for a revision. The rep was made aware of the issues at the (B)(6) 2023 appointment.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 10-apr-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(6), ubd: 30-aug-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.